Event description:
It was reported that the patient underwent an ipg replacement procedure due to excessive charging burden. The patient was doing well postoperatively. The explanted device was not returned per hospital policy.